Manufacturer narrative:
The device was received for evaluation. During evaluation the device found system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be downstream thermistor sensor calibration was out of specification. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.